Event description:
Patient called to report that on (B)(6) 2019 or (B)(6) 2019 the v-go came off while he was bathing. Patient followed up with his hcp and was advised to try skin-tac but was not successful with it as it was difficult to remove and left a mess. Patient confirmed proper site preparation. Patient discarded the device.